Event description:
It was reported by the sales consultant that: the patient had a non union from a 2010 fracture of the left pilon. Surgery was performed to remove the hardware on (B)(6) 2012. All hardware was removed except the shaft of 2 x 3.5mm cortex screws since they were found deep in the bone. The surgeon will evaluate for infection of ankle and fusion of lateral ankle. This is 11 of 11 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.